Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2018 and the patient was reimplanted with another device during the same surgery.

Manufacturer narrative:
Additional information was requested regarding patient and device details; however, could not be made available as of the date of this report. Should more information be provided, a supplimentary report shall be submitted.

Event description:
Per the clinic, the patient experinced a performance decrement with device use, however the issue could not be resolved. The implanted device remains at this time. Explant and reimplantation is planned but has not taken place at the time of this report.